Event description:
Reported conflicting sars results for one patient. The patient's symptomatic status is unknown. The customer communicated the same cassette was tested on one sofia analyzer as positive, and the same casette tested negative on another sofia analyzer. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with positive standard. Tested 3x retained devices with negative standard on 3 sofia analyzers. Immediately after the first run, one minute later, the same 3x retained devices were tested on 3 different sofia analyzers. All devices yielded valid and accurate negative results on all sofia analyzers at the 15 and 16 minute result read time. Root cause; cannot duplicate with retains. Source; phone.